Event description:
The patient contacted lifescan alleging that their one touch ultra meter was reading inaccurately erratic. The patient reported blood glucose results of "177 mg/dl, 783 mg/dl, 214 mg/dl, 90 mg/dl, and 105 mg/dl" with the lifescan meter, performed within 10 minutes of each other. It is unlikely that the meter would have prompted a 783 mg/dl-result, as the result range for the ot ultra meter is between 20 and 600 mg/dl. The patient described feeling se=weaty and experiencing fatigue during the time of testing. The patient decreased their diet due to the blood glucose results and their physician increased their medication regimen. There was no indication that the physician tested their blood glucose level. The patient neither alleged harm or experienced injury or medical intervention. The customer care representative was unable to walk the patient through qulaity control testing, as the control solution had expired. The meter, test strips, and control solution were replaced.